Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Healthcare professional reported a left side capsular contracture grade iii ,"cosmetic dissatisfaction with the appearance of the breast", and "slightly folded" device has been explanted.

Event description:
Healthcare professional reported, a left side capsular contracture, grade iii. "Cosmetic dissatisfaction with the appearance of the breast", and "slightly folded". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Unsatisfactory result: unable to confirm, as it is a medical event. Not related to the device. Crease/folding of implant: crease flat observed, on the surface of the shell. Additional observations: white particles on the surface of the shell. No further actions are required, as the device was implanted.